Event description:
"Looking into the pt's airway, a blue cannula was visible extending from the lower lobes. It turned out to be the tip of the extended working channel. It was grasped with the transbronchial biopsies en bloc. Then it, the forceps and the flexible bronchoscope were all removed from the airway."

Manufacturer narrative:
Evaluation summary: based on an initial investigation, we suspect that the distal soft tip of the superdimension bronchus system extended working channel (ewc) was folded over during the procedure. Subsequently, a commerical endoscopic tool was forced through the folded tip and punctured the superdimension bronchus system extended working channel. A portion of the distal soft tip of superdimension bronchus system extended working channel broke off during the procedure. The broken tip from the superdimension bronchus system extended working channel was recovered from the pt, and pt was not harmed during the procedure. The superdimension bronchus system instructions for use includes the following warning: "warning: never use excessive force (1 kg force (10n) during the insertion or extraction of the locatable guide or endoscopic tools through the ewc." (Page 7-62). Investigation of device is ongoing and add'l info will be provided, if warranted.